Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the anvil open, in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened as intended and no cartridge reload was returned for analysis. Per event description it is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being locked a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event could not be confirmed as the device performed as intended.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device locked out. The device was closed to insert through the trocar and the device would not open. The device was not on tissue. Another device was used to complete the case. No patient consequence was reported to the rep. Additional followup: per the sales rep after speaking with the surgeon the device was stuck on tissue and had to be cut off. They took the handle apart, then the shaft and pried the jaws open. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? After all strokes were completed, then it could not be opened. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? Yes, synovis. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Device would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No patient injury.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.